Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the power supply to solve the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display became blank. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.